Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a diagnostic procedure when the issue occurred. After a system restart, the live imaging monitor worked again and the procedure could be completed as planned. A philips service engineer (fse) analyzed the system on site and identified that the voltage on the digital visual interface (dvi) adapter was too low. To solve the issue, the single dvi link and the display port were replaced. The system was tested and returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use (IFU) recommend using a system restart if the device deviates from expected behavior or if there is a system failure. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. According to the investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live image monitor was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.